Event description:
It was reported that customer experienced recurring cartridge alarms during pump cartridge loading despite following proper instructions, which prevented resumption of insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to use multiple daily injections as backup therapy, was assisted with loading a new cartridge, was instructed to place pump into storage mode, and was provided a replacement pump along with guidance to reprogram pump settings, reconnect cgm, and return affected pump using a prepaid label.